Event description:
It was reported that the bd alaris pump module smartsite infusion set luer came detached from the tubing. The following information was provided by the initial reporter: incident details: IV tubing broke once attached to patient. The end of tubing luer came detached from the tubing. Had to use new tubing and respike and prime product. Some product (ivig) was wasted that was in previous tubing (~15mls) impact of incident: small amount of ivig wasted in tubing that had to be discarded due to breakage.

Manufacturer narrative:
H.6 investigation summary: a complaint of male luer breaking off the set was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 23015147 was performed. The search showed that a total of 84,423 units in 1 lot number were built on 06jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.